Event description:
Situation: white or grey image while working normally. Background: while using port11, placed small imaging plate under patient, selected small plate, set technique to 66kv 1.6mas. Held the exposure switch down for what seemed like many seconds until exposure end-sound. Image came back with thick stripes and light. Checked exposure index; screen displayed some absurd number that would have been a gross over exposure. Assessment: possible generator or computer error with port. Perhaps needed to be rebooted. Recommend: possible pm on machine. (B)(6) investigated and found the touch screen monitor to be too sensitive and currently in process of replacing it. Touch screen monitor too sensitive and clicks thing multiple times when it's not supposed to. Is being fixed right now by (B)(6) engineers. Multiple repairs to the portable #11 and has been a few weeks. Just a bad portable that cannot seem to be fixed. (B)(6) will replace with a brand new portable machine.